Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10nl. In the event reported, the user stated that the image is blurry and could not clear the image with the water jet. Additional information was provided by the customer on (B)(6) 2021, stating they are not sure why this is happening but it is the timing of the event in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. The device is currently pending return to pentax canada for further evaluation. On 25-nov-2021, a device history record (DHR) review for model ec34-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 19-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this is caused by environmental factors that prevent proper cleaning of the lens surface, resulting in blurring of the image.